Manufacturer narrative:
(B)(4). The complaint sample was evaluated and the reported event was not confirmed. The investigation and trials were completed at the same time as per25277. Functional testing of the returned 14-456545 was completed with assistance by the product design engineer, inserter functions to design intent, part left biomet conforming to drawing. Change to mating component was already in process and trial simulating revised mating component (reamer) passed, the complaint about binding prompted revision to the reamer. The complaint is considered valid and trial with old revision reamer duplicated customer issue. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to the product being manufactured prior to a design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Reamer interferes with nail hole.